Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse found that the acid pump was not dispensing the correct amount of acid. The cse replaced the acid and base pump. The cse then replaced the sample syringe due to a loose plunger. The cse then decontaminated the acid and base. The customer ran calibration and ran quality control (qc). The cause of the falsely negative human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely negative human chorionic gonadotropin (hcg) results were obtained on two patient samples on an advia centaur instrument. On sample ID (B)(6), the initial result was reported out to the physician(s), who questioned the result. The customer repeated the same sample on the same instrument, resulting higher. The customer as a result, pulled all negative results and repeated them, finding a second discordant result. Sample ID (B)(6) was repeated on the same instrument and an advia centaur xp instrument, both resulting higher. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences discordant, falsely negative human chorionic gonadotropin results.